Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. An event history log review was performed, and the occurrence of the reported problem, an inaccurate fluid reading, was verified. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. A sample evaluation was performed. External and internal visual inspections did not reveal any issues related to the reported problem. The device was tested and passed the return instrument test / evaluation (rite) electrical test. The device failed to pass the rite functional test due to reasons unrelated to the reported problem. The cycler remote toolbox (crt) was used to verify the device pneumatic system. Crt revealed no leak and all pressures were correct and stable. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device filled a patient inaccurately during dwell 3 and 4 of peritoneal dialysis therapy. It was reported that the device was to fill 2,375ml during each dwell step. However, the actual volume of the two fills totaled 2,500ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.